Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two devices reported for this related event. Please refer to MFR. 3007042319-2013-00098.

Event description:
Approximately 25 months post heartware lvad implantation. The patient experienced poor connections with his controller ((B)(4)). He stated that the batteries were switching from one port to the other on the controller followed by a ¿pump stop¿ alarm. The site switched to the patient¿s back up controller ((B)(4)) and waited for approximate 8 seconds for the pump to respond; however the pump did not restart. The site performed another exchange with a new controller from hospital stock and the event was resolved. The patient did not suffer any injuries during the event and remains in stable conditions. The devices are in route to heartware for further analysis.

Manufacturer narrative:
The device was returned to heartware the controller (B)(4) logs shows controller failed and vad stop alarms. The pump was stopped for at least 44 seconds, and perhaps as long as 7-minutes. A pmc-reset event is also logged. Testing the returned controller showed it ran normally with no fault alarms or errors. No external visual problems were found. The power and drive connections on the returned controller were secure and reliable. Controller ran motor for 2-days on the bench under ambient temperature with no problems observed. This is one of four reports (3007042319-2013-00228, 229, 98 and 99) submitted for devices related to the same event. No additional information will be forthcoming.